Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported "generalized error with a secondary infusion occurring in the past" that the bag was ¿hung wrong,¿ meaning improper head height differential. This issue was reported to bd representative during site visit. The bd team discussed optimizing secondary infusions. There was patient involvement but no harm.